Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes labels lifted off. This was discovered before use. The following information was provided by the initial reporter: before use, the customer found many tubes label upwarp.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Although no samples or photos were available for evaluation, bd has initiated further investigation relating to label lift through CAPA 1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes labels lifted off. This was discovered before use. The following information was provided by the initial reporter: before use, the customer found many tubes label upwarp.